Manufacturer narrative:
Batch review performed on 28 may 2018; lot 143026: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-06-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-hinge fixed tibial tray size 4 l reference 02.09.4004l (k130299); lot 120940: (B)(4) items manufactured and released on 12 july 2012. Expiration date: 2017-05-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a revision surgery ((B)(6) 2017) due to inlay locking screw breakage and insert intra-prosthetic dislocation. The surgeon burred the screw thread, that was remained in the tibial component, to successfully implant another insert plus screw, (B)(4) was filed. In (B)(6) 2018, 3 years and 5 months after primary, the inlay locking screw unscrewed, the inlay and post yolk dislocated from the tibia remaining assembled among them. Note: the patient had an amputation on the non-operative side before the primary surgery.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 01 june 2018: partial disassembly of a hinge knee in a severely deficient patient, amputee on the contralateral side. According to report, the mechanical integrity of the device was damaged and required re-intervention. The insert screw was placed in a tibial baseplate that had been previously burred for screw substitution. This may have hindered screw retention but no data is available on such a situation. We cannot determine the root cause of this complex case.